Manufacturer narrative:
(B)(4). The part and lot numbers are unknown; therefore the device history records could not be reviewed and complaint history could not be performed. No devices or photos were received; therefore the condition of the components is unknown. The devices in question are used for treatment. Surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Compatibility of the components is unknown. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the patient is experiencing pain, loosening and fluid needs to be drained.